Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid lot or serial number has not been provided for strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and product line, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 - addtl mfg narrative was incorrectly documented in follow up report #1. The section h10 - addtl mfg narrative has been correctly updated.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number was not provided for the strips. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Clinical and stability data was reviewed for freestyle libre strips and confirmed that freestyle libre strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre strips. No trends were identified that would indicate any product related issues. DHR for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader. No new issues were observed. Reader did not powered on with button depression and test strip or usb cable insertion. Rader was connected to the computer and did not recognize the reader. The returned reader was further investigated and de-cased. Visual inspection was performed on returned reader and no issues were observed. Nxp processor was present. The returned battery voltage was measured. Returned reader was placed into the reader pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit). The reader did not powered on. Returned battery was replaced with known good battery and attempted to power on the reader; reader did not powered on. Reader was placed into the reader pcba fixture along with the known good battery and pressure was applied to the cpu. But the reader did not powered on. An extended investigation has been performed. Visual inspection was performed on the de-cased returned reader and no issues were observed. Attempted to powered on the reader with button press, reader did not powered on. Returned reader was placed into reader test fixture and returned reader turns on. Control solution testing was performed and all results were satisfactory. The satisfactory result of control solution indicates that there was no issue with the returned reader. Therefore, issue is not confirmed. This also serves as a correction report. Section d1 (brand name) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.